Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform prime test due to loose drive support disk. The insulin pump was received with minor scratched display window. The insulin pump received cracked case at display window corner. The insulin pump was received with cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm while attempting to refill their reservoir. Customer's blood glucose was 201 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.